Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Event description:
Per additional information received,feeling like she might have possible prolapse and a pulling sensation and pain on her back. Voiding well - vagina with good support - no significant pain present. Suspect bladder prolapse and bulging from vagina for 1 year - cna ¿ lots of ____. Feels bulge with standing - pelvic examination revealed enterocele with valsalva study 3° - diagnosed as enterocele - referred to urogynecologist. As per pfs, ¿outcome attributed to device: vaginal pain, urinary tract infection, urinary problems, recurrence, dyspareunia¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Outcome attributed to device includes vaginal pain and urinary tract infection. A mesh revision with additional mesh (intepro y-mesh) implant surgery occurred on (B)(6) 2014. The patient underwent examination under anesthesia, lysis of adhesion, abdominal sacral colpopexy with placement of mesh and intercede, enterocele repair, burch/paravaginal repair, cystoscopy, right salpingectomy, and lysis of adhesions off the ovary and tube and revision of sling for mesh extrusion, complete vaginal vault prolapse under general anesthesia. Complications post mesh revision with additional mesh implant surgery occurred on (B)(6) 2014. The patient¿s computed tomography revealed postsurgical changes of the pelvis with moderate amount of free fluid, air in the pelvis consistent with postoperative change, a mild amount of subcutaneous soft tissue edema as well as air over the right lateral and left anterior abdominal wall also consistent with postoperative change, small right-sided pleural effusion and moderate basilar atelectasis. On (B)(6) 2015 the patient had issues with her bowel movements and pelvic atrophy.